Event description:
It was reported that the gears were chewed and there was an incomplete mesh. The event timing was during using the device on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. Upon evaluation of the device, it discovered that the cutter did not pass the test cut. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair records determined the mesher had a damaged roller gear and the cutters failed the mesh test cut. The roller gear was replaced on the mesher and the cutter gears and collars were replaced on the cutters; however, the cutters cannot be fully repaired without replacement. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.